Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The stryker core micro drill was sent in for repair due to overheating during a procedure; no adverse event was reported. Another device was used to complete the procedure.